Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-00698. It was reported during the trial procedure, the physician was unable to implant the trial lead due to scar tissue. As a result, the case was abandoned.